Event description:
"Y" covered with bone. Patient presented with bone type iii and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility. No further patient complications were reported.